Event description:
Customer reported loss of communication between the panorama central station and panorama telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative instructed the customer to reboot the system and communication was reestablished.